Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient had increased left leg pain and was not getting coverage with one lead. Surgical intervention was undertaken on (B)(6) 2025 during which a second lead was added to provide left side coverage. Therapy was restored post-op.